Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 70 mg/dl. The customer stated his expected blood glucose test result range is fasting 100-112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2027 and per the customer the open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history: result 1: 103 mg/dl, date: (B)(6), time: 9:58am, fasting. Result 2: 110 mg/dl, date: (B)(6), time: 1:22am, fasting. Result 3: 120 mg/dl, date: (B)(6), time: 6:25pm, non-fasting. Result 4: 108 mg/dl, date: (B)(6), time: 2:23pm, non-fasting. Result 5: 157 mg/dl, date:(B)(6), time: 11:27am, fasting. Result 6: 70 mg/dl, date: (B)(6), time: 10:41am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the customer¿s initial concern was resolved- the customer comfortable with the glucose readings from the replacement products.